Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient passed away on (B)(6) 2016 due to septic shock. The patient was in a rehabilitation facility at the time of the event. The lifevest had been removed prior to patient passing. The device was returned to zoll on 11/30/2018 and data was downloaded from the device. Data from the device shows that the patient was in slow vt (130 bpm) beginning at around 18:00 on (B)(6) 2016. The rate of vt was below the physician prescribed rate threshold of 150 bpm. The rate of vt accelerated to 180 bpm for approximately 30 seconds, but the rapid rate was not sustained long enough for the lifevest to complete the treatment sequence. The patient's rate of vt then slowed back down to 120-140 bpm, below the prescribed rate threshold. At this time motion artifact was also present. The lifevest was shutdown at 18:08:37 on (B)(6) 2016. The patient was in slow vt with motion artifact at the time the lifevest was deactivated. The patient subsequently passed away after the lifevest was deactivated. It is unknown if the patient was conscious during the runs of vt. The cause of death was reported as septic shock.